Event description:
A female patient received coolsculpting treatment on (B)(6) 2012 with the coolmax applicator (8.0) on her upper and lower abdomen. The patient returned to the office on (B)(6) 2012 and the treatment area felt firm. On (B)(6) 2012, the office reported that the treatment areas were larger than they were in (B)(6). The patient discussed liposuction as a possible treatment, making this a reportable event. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.